Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for a left internal iliac artery aneurysm using non-gore abdominal aortic stent graft (afx bifurcated stent graft) with gore® devices. First, a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left superior gluteal artery. A gore® excluder® aaa endoprosthesis contralateral leg component was implanted from the abdominal aorta to the right external iliac artery. Its proximal end was located approximately 10 mm above the terminal aorta. An afx bifurcated stent graft was then implanted in the infra renal abdominal aorta. A gore® excluder® iliac branch endoprosthesis was implanted from the abdominal aorta to the left side. Its proximal end was located approximately 15 mm above the terminal aorta. As it was unable to access to the left internal iliac artery with crossover technique, a guide wire was inserted from the left brachial artery to the already deployed gore® viabahn® endoprosthesis through the left internal iliac artery. The physician attempted to advance another gore® viabahn® endoprosthesis with heparin bioactive surface, however, it was unsuccessful as the internal iliac leg hole of the iliac branch component was compressed by its external iliac leg. The physician abandoned the effort to complete the iliac branch endoprosthesis implantation. Reportedly, cut down was performed against the left brachial artery, and the viabahn® device was withdrawn from the patient. Since the proximal end of the gore® excluder® iliac branch endoprosthesis iliac branch component, in the left side, was located more above than the proximal end of gore® excluder® aaa endoprosthesis contralateral leg component, in the right side, a gore® excluder® aaa endoprosthesis iliac extender endoprosthesis was additionally implanted slightly proximal to the contralateral leg component in the right side to prevent blood flow obstruction in the right side. The proximal end of the iliac extender endoprosthesis was at the same level of the iliac branch component. After that, ballooning was performed against the external iliac leg of the iliac branch component so as to completely occlude the internal iliac hole. This attempt was successful, and no leakage to the internal iliac artery aneurysm was observed. The procedure was concluded.